Event description:
It was reported that the patient presented in the clinic for a pacemaker generator replacement. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.